Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. Patient was advised to reboot the phone and call back if the issue persisted. Patient called back and was instructed to uninstall and then reinstall the application. At the time of contact, no injury or medical intervention was reported.